Event description:
Customer reported device = 18 mg/dl at 3:30 to 3:45 pm. Customer was not feeling well. Customer took a glucose tablet, drank soda, ate a piece of candy, and took another glucose tablet. Customer went to the hospital. Hospital = 155 mg/dl at 4:45 pm. At 6:30 pm, customer went back to the emergency room (ER). ER = 142 mg/dl. At 8 pm, ER device = 82 mg/dl and customer's device = 18 mg/dl. No treatment was given and customer was released. No controls were used. A request was made for return product and replacement product was sent.